Event description:
It was reported that the inner sterile bag was open. A 260 cm .035 back-up meier guide wire was selected. During unpacking of the device, the physician noted that the inner sterile bag was open. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The unit returned matches with upn provided by the customer. Visual inspection was performed and the device returned outside the pouch, also the pouch involved in this complaint was not returned by the customer. The wire was observed to be in good condition and met specification. The guidewire overall length is within specifications. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.   (B)(4).

Event description:
It was reported that the inner sterile bag was open. A 260 cm .035 back-up meier guide wire was selected. During unpacking of the device, the physician noted that the inner sterile bag was open. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).